Event description:
Pt reported cadd ms3 pump alarming error screen on pump was system fault. Pump needs to be replaced sn (B)(4), maint due date: 06/28/2017. Pt has working back up pump. Shipping new pump for next day delivery. Pump alarmed while pt was trying to set up new cartridge change. She had alternative pump to use. Pump malfunction did not result in se or injury to pt. Pt used back up pump. New pump sent to pt with return box for malfunctioning pump. No further info available at this time. Did the reported product fault occur when in use with a pt: yes; did the product issue cause or contribute to pt or clinical injury: no; if yes, was medical intervention, please explain; is the actual device available to be returned for investigation return box sent to pt to return pump. Dose or amount: remodulin 56ng/kg/min, frequency: continuous, route: sub q.